Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that during the procedure the bottom endplate of the implant looked crooked. An alternate was opened and used to complete the case. There were no reported patient impact.s

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. The review of tracebaility and devices history records is ongoing. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us : bottom enplate seems crooked. As reported by sales rep : upon opening the implant and the tech putting it on the inserter it was noticed that the bottom endplate of the device was crooked. Another implant of same size was used to complete the surgery without further complication. No patient impact or surgery delay were reported. Additional information was requested. Investigation ongoing.